Event description:
Information received a smith medical cadd cassette reservoirs alarmed " no reservoir" and pump wound not infuse. The consumer of device is receiving 5 fu and arrived two hours from time expected to have the infusion stopped. Residual volume 6 milliliters with a question of volume administered . The lock was disconnected and reconnected to complete 5-fu treatment. Patient was then administered fluorouracil at 12 pm without further complications or patient event.